Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and chest pain occurred. The patient presented initially with a st segment elevation myocardial infarction (stemi). The 95% stenosed target lesion was located in the left anterior descending artery (lad). A 3.00x16mm synergy ii stent was deployed to treat the lesion. However, 30 minutes later following stent deployment, the patient developed crushing chest pain and ventricular fibrillation and was subsequently sent back to the lab which noted that the stent had clotted off. Pronto thrombectomy, percutaneous transluminal coronary angioplasty, intravascular ultrasound and optical coherence tomography with 12-hour integrilin drip was done to removed the clot. The procedure was completed with no further patient complications reported, but the patient remained in the intensive care unit (ICU), guarded.